Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient obtained an error 5 message on his onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the patient obtained the alleged error message at around 10pm on (B)(6) 2015. The patient manages his diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to his usual diabetes management routine after obtaining the alleged error message. The reporter also denied that the patient had developed any symptoms as a result of the alleged issue. She claimed that the patient was taken to the emergency room (ER) and that around 12:30am on (B)(6) 2015, the patient received treatment of IV fluids from a healthcare professional (hcp).the reporter also claimed that a blood glucose result of "93 mg/dl" was obtained on the ER/hospital meter at 1am on (B)(6) 2015, and that lab blood work was also done at 1am and a result of "108 or 109 mg/dl" came back around 3am on (B)(6) 2015. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first. The cca also noted that the patient's test strips had been stored correctly. The reporter described the correct testing steps the cca walked the reporter through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment from an hcp of that given for an acute diabetes excursion, after the alleged error message appeared.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.